Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the pt and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records ) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report. The following other devices were also listed in this report: trident 10deg x3 insert 36mm ID; cat#623-10-36g; lot 32427701. Accolade plus tmzf hip stem #7; cat# 6021-0740; 10337903 trident psl with puerfix ha 60mm; cat# 542-11-60g; lot 35471202 6.5 cancellous bone screw 20mm; cat# 2030-6520-1; lot nwymda. 6.5 cancellous bone screw 25mm; cat# 2030-6525-1; lot 29905603. It cannot be determined which, if any of these devices may have caused or contributed to the pt's inflammatory response.

Event description:
It was reported that, 'he is having lot of inflammatory response that has required added surgery". Additional information received from sales rep indicated that a revision surgery is planned, but not scheduled yet.